Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was 209 mg/dl at the time of the incident. Customer reported the motor arm cannot communicate with the main arm. Customer stated a software error was also detected. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error or the motor arm cannot communicate with the main arm during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error.